Event description:
It was reported per field service report: pump on patient: symptom: intensive care unit reports pump stopped for about 1 minute and started pumping on its' own. Findings/actions taken: the field service expert spoke to biomed technician and he was not able to duplicate the problem. He felt, after speaking with the unit staff, it may have been a user problem. The biomed technician confirmed that the pump is back in service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.